Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after shutting down and being disconnected from the pump for several hours, followed by a factory reset and setup with assistance. Glucose values reported included 227 mg/dl and 248 mg/dl, with the user feeling well and later returning to range after reconnection and setup completion. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included no injury, no medical intervention beyond routine self-management, and recovery to target range after device reconnection and setup. Investigation included customer support troubleshooting and education, guidance on pump shutdown and backup therapy, completion of factory reset, and assistance with mobile app connectivity and setup. Investigation of this case revealed that hyperglycemia was associated with the device being intentionally disconnected prior to setup completion, and device connectivity to the phone and system function were restored without incident. It was concluded that the device functioned as expected after setup and reconnection, and the cause of hyperglycemia was unclear but temporally related to pump disconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.